Manufacturer narrative:
H6: omitted a150202, added a150203 and a01.

Event description:
An impella cp device was inserted into the right femoral artery in a 70-year-old male patient with a past medical history of renal insufficiency, presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage d shock, and on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there were multiple suction events and unable to run the pump optimally. In addition, the patient had little to no urine output and the urine was dark red in color. Labs were hemolyzed with the bun and creatinine rising. An echocardiogram showed the device deep in the ventricle. When the physician attempted to reposition, the device came across the aortic valve. The patient was brought back to the cath lab and a new impella cp was placed, along with extracorporeal membrane oxygenation (ECMO). The post-procedure outcome is survived at explant. The impella functioned at p-2 at 1.9l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. The impella is being reported due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the injury was not determined due to insufficient clinical details and product was not returned. The cause of the difficulty to position was not determined since insufficient clinical details were provided. The cause of the low pump flow was not determined since product was not returned, insufficient clinical details were provided, and data logs were not available for review.

Manufacturer narrative:
H6: code a010101 was omitted per a review of the complaint file.